Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "per medwatch, it was reported that during the use of the capio device, it misfired while the suture was being placed in the ligament. The suture was then attempted to be retrieved; when removed, the bullet head tip of the needle was noted to no longer be attached. Due to size of the suture, it was retained in the patient". Additional information received states that "an attempt was made to retrieve the suture, but the dart detached from the suture. Given the size of the suture, the physician decided to retain the suture dart within the patient".